Event description:
During a therapeutic procedure on a pt, the physician reported that the first guidewire's tip partially broke, and a second guidewire was obtained. The physician also obtained a competitive branch (olympus) sphincterotome for cutting, and replaced the retrieval balloon to retrieve the pt's stone. After the retrieval of the stone, the physician observed that almost 5cm of this jagwire's tip was left in the pt's "ihd". A third jagwire was obtained to remove the tip from the pt's biliary tree.